Manufacturer narrative:
H10: it was reported there was no patient involvement at the time the issue was discovered. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Manufacturer narrative:
Reporter information : (B)(6).

Event description:
Philips received a complaint by the customer on the v60, indicating that the devices upper part of the touchscreen does not work correctly and during calibration you need to press outside of a ¿cross¿ to validate it. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The touch is shifted. During the calibration attempt, one of the targets is impossible to reach. The rse recommended replacement of the touchscreen.